Event description:
It was reported that the foot pedal was sticking. An angiojet ultra system console was selected for use. However, it was noted that the foot pedal was sticking. No patient complications were reported as there was no patient involved. It was further reported that the foot pedal was fixed and just needed to be cleaned.